Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, high impedance and oversensing of noise was observed on the rv channel. The physician elected to address the problem with surgery. During the procedure, it was noted that the ICD set screw was not properly seated and had unscrewed itself from the header. The physician attributed the impedance and noise issues to the set screw anomaly and decided to explant the device to prevent reoccurrence. The patient was stable post procedure.

Manufacturer narrative:
The device was returned for investigation. Analysis was normal. No anomaly was found.